Event description:
It was reported the physician implanted a 30mm gore® helex® septal occluder to close an atrial septal defect on (B)(6) 2011. On (B)(6) 2014, a re-intervention was performed on the patient to close a residual shunt. A 25mm gore® helex® septal occluder was implanted and the patient was doing well following the procedure. The physician reported the second gore® helex® septal occluder that was implanted in the patient had shifted and a residual shunt remained. The patient was taken for surgical closure of the defect on (B)(6) 2014. The patient was doing well following surgery.

Manufacturer narrative:
The previous report stated a 30mm gore helex septal occluder was implanted, this was incorrect. A 35mm gore helex septal occluder was originally implanted.

Event description:
It was reported the physician implanted a 35mm gore helex septal occluder to close an atrial septal defect on (B)(6) 2011. On (B)(6) 2014 a re-intervention was performed on the patient to close a residual shunt. A 25mm gore helex septal occluder was implanted and the patient was doing well following the procedure. The physician reported the second gore helex septal occluder that was implanted in the patient had shifted and a residual shunt remained. The patient was taken for surgical closure of the defect on (B)(6) 2014. The patient was doing well following surgery.

Manufacturer narrative:
The re-intervention and implantation of the second gore® helex® septal occluder was reported under manufacturing report #2017233-2014-00534. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed.